Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specification. Additionally, the returned unit passed functional testing. No abnormalities were noted with the device riveting and welding. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. Additionally, the account confirmed that the correct device was returned for evaluation. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, the device was inspected and tested prior to use and no anomalies were noted. During the procedure the jaws were in the closed position as they were inserted into the scope. Difficulty was experienced while advancing the device through the scope and the device was removed from the patient. Upon examination it was noted tha the needle tip and jaws were slightly bent. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, the device was inspected and tested prior to use and no anomalies were noted. During the procedure the jaws were in the closed position as they were inserted into the scope. Difficulty was experienced while advancing the device through the scope and the device was removed from the patient. Upon examination it was noted that the needle tip and jaws were slightly bent. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.